Event description:
The event is reported as: stapling is difficult. It is necessary to force the handle to use the device. No patient injury reported.

Manufacturer narrative:
It is unknown if the device sample is available for evaluation.